Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed the patient received high voltage therapy for atrial fibrillation with rapid ventricular rate. The patient was asymptomatic after the high voltage therapy. The device was reprogrammed on (B)(6) 2018 resolving the issue. The patient was in stable condition.